Event description:
Reference number (B)(4). Event occurred in the united kingdom it was reported that patient faced infusion set tubing detachment event on (B)(6) 2025. The site of detachment was quick release. The infusion set had been used for four days, with the insertion site located on the thigh. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united kingdom.